Event description:
It was reported that shortly following the implant procedure, this patient experienced atrial fibrillation (afib) with rapid ventricular response, resulting in ventricular tachycardia (vt) which was appropriately treated by the device. Boston scientific technical services was contacted for confirmation during a device data review. It was discussed that low pacing impedance (250 ohms), low sensing, and far-field over-sensing was noted from the right ventricular (rv) lead. It was discussed that since this occurred shortly following the implant procedure, it was likely the rv lead had dislodged and revision was recommended. This rv lead was subsequently explanted and replaced to resolve the event and the device remains implanted. It was indicated that the rv lead would not be returned for analysis. The patient was stable with no additional adverse patient effects.